Event description:
It was reported during an atrial fibrillation ablation procedure the pt developed a cardiac tamponade. Transseptal puncture was performed with a brk needle and the physician noted the septum was "tough" and more force than usual was required to puncture to septum. After 3 minutes of ablating with the cool path duo catheter in the right atria around the left superior pulmonary vein, the physician noticed a decrease in blood pressure and the heart silhouette was not moving on the x-ray. An echocardiogram revealed cardiac tamponade. The physician removed the catheter from the pt and a pericardiocentesis was performed. The pt was transferred to intensive care unit for observation. The physician indicated the tamponade occurred during transseptal access with the brk needle. There were no consequences to the pt.

Manufacturer narrative:
Method: the product was not returned. Review of the device history record confirmed this met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors.